Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that reportedly leaked taxol from the tubing. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
E1 - initial reporter phone has an extension #(B)(6). No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.